Manufacturer narrative:
The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. It was reported syringes look melted. To aid in the investigation, two photos were provided for evaluation by our quality team. Both photos show a syringe with luer lock damage. For the damaged parts defect, it is likely that a jam occurred during the assembly process resulting in the damage to the syringes. As the lot provided is 'unknown,' a device history record review could not be completed. The assembly line was audited verifying the product flow in the conveyors and rails and all were found properly aligned. The flow of products was also acceptable. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. It could have happened that a jam occurred at the assembly process inducing the damage to the syringe barrel. The assembly line was audited verifying the products flow in the conveyors and rails. All were find properly aligned. Flow of products were acceptable.

Event description:
It was reported that the bd 20ml syringe luer-lok¿ tip experienced device deformation while still considered operable. The following information was provided by the initial reporter: I have been noticing more manufacturing-like defects in the bd syringes in the last couple months, they look like they've been melted essentially.